Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. Visual inspection revealed the dilator had been punctured 1.40¿ proximal to the distal tip. A needle/stylet assembly from current abbott inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not be advanced past where the damage was located. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage and needle insertion difficulty remains unknown.

Event description:
This report is being submitted based on analysis which revealed a punctured dilator.